Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.

Event description:
New information indicated that the device was explanted on (B)(6) 2016. No additional information was available.